Event description:
Reported as: "access port leak".

Manufacturer narrative:
Strain relief. Based upon the implant date provided by the reporter, the connector type is assumed to be a strain relief. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."